Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, gap of up/down knob was out of standards due to worn of angle-wire, liquid leaks due to perforation of bending section rubber, forceps angulation out of standards due to cutting part of k-wire, guide wire angulation out of standards due to worn of k-wire, charged coupled device (ccd) lens broken, crease at the ccd lens, dirt inside light guide lens, light guide lens broken, crease at the light guide lens, bending section rubber adhesive part broken, connecting tube crumpled, switch 2 damaged, universal code crumpled, air/water cylinder deformed, suction cylinder deformed, scope cover deformed, and corrosion at the electrical connector due to leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera duodenovideoscope had broken k-wire and corroded parts due to leakage. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, dirt was found inside the light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and the reported dirt inside the light guide lens was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation reported that the presumable cause of the reported issue was the light guide lens glue broke due to physical stress, and dirt invaded the light guide lens. In additional, the device inspection results from the investigation, confirms traces of physical stress such as light guide lens, objective lens, and bending section rubber glue was dents/scratched/chipped. Olympus will inform the customer to handle the device in accordance with IFU. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the event occurred during preparation for use, prior to an unknown diagnosis procedure. The procedure was successfully completed using similar device with no delayed.